Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault - d to a offset voltage- b to ground test failure. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. Alarm history reviewed and was unable to find error message. Service history review identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Visual and functional tests were performed. When booting the pump, it was not able to boot. Probable cause of reported problem was bad main printed circuit board (pcb) and interconnect board. The interconnect was corroded from liquid damage and the main board did not allow for learning of configuration libraries. After all parts were replaced, the pump was validated and was in proper working order.